Manufacturer narrative:
G4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the ventricular assist device (vad) coordinator tried to insert the power module backup battery with the serial number (B)(6) into the power module and was confronted with yellow wrench and red hazard symbol alarms. When the backup battery was disconnected and reseated the alarms persisted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm (yellow wrench + red battery symbols) was confirmed, as the alarm was reproduced upon connecting the returned power module backup battery (serial number (B)(6)) to a known working test power module. The returned battery was observed to be damaged near its metal contacts which prevented a battery clip from properly connecting to the battery, even when the clip was securely held. When ac power was disconnected, the battery was able to operate the mock loop as intended despite the alarm and despite the improper connection. Available information indicates that the customer used a new battery to resolve the issue. The observed battery damage could have caused the backup battery fault alarm to occur, as the damage prevented a battery clip from properly connecting to the battery. However, the root cause of the damage was unable to be conclusively determined through this analysis. The 12-volt sealed lead acid battery was observed to pass all initial manufacturing testing per the greatbatch manufacturing datasheet. The heartmate power module instructions for use (IFU) (rev. B, section 2.1 ¿connecting the internal backup battery¿) instructs users on how to properly connect the backup battery to the power module. The battery clip should ¿snap¿ into place on the battery. The heartmate power module IFU (rev. B) instructs users to regularly inspect the power module, and to not use a power module or backup battery that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The alarms resolved when the ebb was replaced with a new ebb.